Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), (B)(6) 2003, product type: catheter.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and multiple back operations. It was reported that the catheter was kinked which was discovered from a dye study. There were no reported symptoms and the pump was being replaced on (B)(6) 2017 and they may replace the catheter as well. The patient was unable to go to surgery on the day that she was scheduled due to having not stopped taking her anticoagulant medication. There was no further information provided and no further complications reported/anticipated.